Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose of 51 mg/dl and 52 mg/dl. The customer stated that last night they took the insulin pump off and in morning their blood glucose was at 400 mg/dl. The customer treated the low with the food. Troubleshooting was done for high and low blood glucose and over delivery. The customer was using auto mode feature. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer did allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to care link. No upload and download anomalies or delays in uploading and downloading were noted. (B)(4).

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload and download anomalies or delays in uploading and downloading were noted. (B)(4).